Event description:
This report summarizes 125 malfunction events, where it was reported the devices experienced difficult to load/unload the cot in the ambulance or inability to catch the safety hook. There were 2 events with patient involvement; no adverse consequences were reported.

Manufacturer narrative:
1 device that was pending evaluation was evaluated in the field and the issue was confirmed. The device was repaired on site and returned to service. The device that was pending was evaluated and it was determined the device experienced difficult to operate; but still functions properly, which is not reportable. Section h codes have been updated. Because of this, the number of reported events has been changed from 126 to 125. 1 device is still pending evaluation.

Event description:
This report summarizes 126 malfunction events, where it was reported the devices experienced difficult to load/unload the cot in the ambulance or inability to catch the safety hook. There were 2 events with patient involvement; no adverse consequences were reported.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 124 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 2 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Manufacturer narrative:
The device pending evaluation was evaluated in the field and the issue was confirmed. The device was repaired on site and returned to service. Section h codes have been updated to reflect this.

Event description:
This report summarizes 125 malfunction events, where it was reported the devices experienced difficult to load/unload the cot in the ambulance or inability to catch the safety hook. There were 2 events with patient involvement; no adverse consequences were reported.